Manufacturer narrative:
Batch record review of lot b109 was conducted. There were two nonconformances associated with this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for drive tube leak/break; CAPA (B)(4) has already been initiated to investigate drive tube leak/breaks. The assessment is based on information available at the time of the investigation. The photo evaluation is still in progress at the time of this report; therefore, final investigation findings are still pending. Service order information pending. (B)(4).

Event description:
Customer reported a drive tube leak from the connection between the drive tube and the bowl. Blood splashed behind the door and over the pump desk. Whole blood processed when issue occurred greater than 1300ml patient's condition was stable. Service order #(B)(4) was dispatched. Customer provided photos for investigation.